Event description:
It was reported that the syringe 1ml ls sp120 experienced device damage while still considered operable. The following information was provided by the initial reporter: according to the customer's report, the barrel was bowed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/23/2021. H.6. Investigation: one sample and two pictures have been received to perform investigation. Upon visual inspection of the syringe, it can be observed the syringe is damaged, the barrel is deformed. A device history review was performed for reported lot 2009096, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with the assembly process or marking process. Visual inspection shows the syringe has been damaged and bowed causing the defect noticed by customer. Flexibility of the plunger due to the materials used permitted the introduction of it in the damaged barrel. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Although no incidence has been found in DHR review and no changes have been done in raw material, the root cause of this defect can be related with the material behavior when its exposed to pressure. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls sp120 experienced device damage while still considered operable. The following information was provided by the initial reporter: according to the customer's report, the barrel was bowed.